Manufacturer narrative:
Batch review performed on 02 june 2023. Lot 174325: (B)(4) items manufactured and released on 27-nov-2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 174694: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 5 years after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.